Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a leak had occurred from the transfer set during dwell two of five of peritoneal dialysis. The registered nurse (rn) stated the patient had forgotten to put a minicap on the transfer set. The rn stated the patient was re-trained on proper aseptic technique. There was no patient injury or medical intervention associated with this event. No additional information is available.